Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation confirmed. The device evaluation found the following: a) due to cut of angle wire, bending section cannot be bent in upwards direction at all, b) the light guide bundle is in poor condition, c) the bending section cover or distal sheath rubber adhesive part is floating, d) angle adjustment works, but the angle adjustment control knob is too stiff, and e) foreign matter comes out due to blockage of the secondary water channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, rotating the angle adjustment control knob does not adjust the angle (not up), angle adjustment works, but the angle adjustment control knob is too stiff. The issue was found during the preparation for use. The procedure was diagnostic. The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. During testing and inspection of the returned device, foreign matter was found exiting due to blockage in the secondary water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.